Manufacturer narrative:
(B)(4). Approximate age of device ¿ 73 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 patient¿s lactate dehydrogenase (ldh) was 1195 u/l, and the plasma free hemoglobin was 50 mg/dl. The inr was 3.3. Echocardiogram was negative for pump thrombosis. Bumex was initiated, and then the patient was discharged and encouraged to increase fluid intake. On (B)(6) 2017 it was reported that the patient had tea colored urine, and that the pump was exchanged on (B)(6) 2017. Subsequently, the patient received a routine transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) and suspected hemolysis could not be determined, as the device was not returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.